Event description:
It was reported that the unspecified bd saf-t-intima¿ IV catheter safety system's safety shield wouldn't stay in place during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: the safety shield was not performing correctly. The needle was still exposed and the safety shield was sliding around, not secure and not covering the needle. Customer reports they are seeing this issue with the safety shield not staying in place in both the 20g and 22g bd saf-t-intima¿ integrated IV catheters. Customer states that they have had many instances of the safety shield not working properly. They said they noticed the quality of the product changed when bd changed their packaging. They say it seems like they made changes to the packaging and the quality of the product around the same time.

Manufacturer narrative:
Investigation: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd saf-t-intima¿ IV catheter safety system's safety shield wouldn't stay in place during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: the safety shield was not performing correctly. The needle was still exposed and the safety shield was sliding around, not secure and not covering the needle. Customer reports they are seeing this issue with the safety shield not staying in place in both the 20g and 22g bd saf-t-intima¿ integrated IV catheters. Customer states that they have had many instances of the safety shield not working properly. They said they noticed the quality of the product changed when bd changed their packaging. They say it seems like they made changes to the packaging and the quality of the product around the same time.